Manufacturer narrative:
No report of patient involvement. The reported event was confirmed with the customer. The customer will complete the repair.

Event description:
The hospital reported a software watchdog failure which causes a loss of mechanical ventilation. There was no report of patient involvement.